Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The nurse reported that patient went back to operating room for repair of anastomosis site. Per nurse, during dressing change of cut down site, steady ooze coming from incision around staples. Impella exit site was not bleeding. Bleeding required two units of packed red blood cells. Hemoglobin dropped from 10.4 to 7.1 per doctor. Heparin was on hold, remains on bicarb purge. The patient was noted to be in stable condition.

Manufacturer narrative:
B3: updated date of event. D6b: updated explant date. D9: updated devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/major bleed: the cause of the access site adverse event/major bleed was not established due to no defect found in the returned device related to the adverse event and insufficient clinical details.